Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring in the 500 mg/dl range. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management; the patient self-treated with insulin injections. The reporter alleged the pump was no priming the infusion set tubing during the load step. The reporter further stated that the pump is not alarming for loss of prime and when the prime menu is accessed, the prime and fill cannula boxes are not shaded in. The reporter alleged the patient was unknowingly not receiving insulin from the pump due to a prime issue that the pump did not give an alarm for. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a prime issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08-jul-2019 with the following findings: records of loss of prime with low non-zero force were confirmed in the black box data. The total daily dose data confirmed the device was delivering the total programmed basal rate consistently. The force sensor was evaluated and found to be operating as intended. The pump was exercised without duplication of loss of prime. Investigation did not duplicate the complaint.